Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the cx. Approximately 5 months post index procedure the patient suffered from cardiopulmonary arrest. The patient received CPR. The patient died from sudden cardiac death.

Manufacturer narrative:
Patient race and ethnicity received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the stent thrombosis as possible stent thrombosis (arc). The cause of death is listed as mi due to consequence of cas, dm and copd. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator and sponsor assessed the cardiopulmonary arrest secondary to mi event as not related to the index device or anti platelet medication. If information is provided in the future, a supplemental report will be issued.